Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed and lid was closed. A field service engineer diagnosed failed full height drawer with pocket issue; module controller board lights present. Reseated row board connection, found bad row board connection, replaced row board, and reseated row board cables and pyxibus connections. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a cubie failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.